Manufacturer narrative:
.

Event description:
Additional information was received when the physician provided clinic notes which indicate that the patient¿s vns battery is dead and is not controlling the patient¿s seizures. It was noted that when the patient uses the magnet prior to the onset of a spell, it does not stop the spell from happening. The patient underwent generator replacement on (B)(6) 2014. The explanted generator has not been returned for product analysis to date.

Event description:
It was initially reported that the patient was having increased intensity of their seizures. It is unknown if the seizures are related to vns.